Manufacturer narrative:
(B) (4).

Event description:
According to the reporter: there was infection and inflammation. The patient was re-opened (re-operation) and there were tacks rejected. One tack was removed on (B) (6) 2009 and one tack was removed on (B) (6) 2010. Outpatient surgery. No further information provided.